Event description:
Irrigation continued to run indefinitely once the surgeon removed his foot from the pedal. The only way to stop the irrigation was to unplug the footswitch. No pt injury or illness resulted from this failure.